Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the diagnostics in the weeks following the implant surgery appeared to be normal with dcdc=0. The generator was replaced on (B)(4) 2012 and returned for analysis as noted in manufacturer report # 1644487-2012-01230. Diagnostics taken with the new generator a couple weeks following surgery were indicative of high impedance. Upon analysis of the returned generator, it was found that a manufacturer error resulted in a short circuit condition preventing the vns generator from taking proper diagnostics while the generator was implanted in the patient. As a result, the lead impedance appeared normal however it is likely the high impedance issue may have been continuing to occur. X-rays have been taken that reportedly are normal however these have not been sent to the manufacturer for review. Surgery to replace the lead and generator is likely. No adverse events have been reported.

Event description:
During a generator explant surgery for end of service, high impedance was observed indicating a potential lead malfunction. The surgery was subsequently aborted because there was not a surgeon available to perform a lead revision. To date, the pt has not been rescheduled for surgery.

Manufacturer narrative:
Analysis of programming history. Device failure suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received as additional programming history from the new generator and an x-ray report. The received x-ray report did not observe any discontinuities or other anomalies. Review of the source code for the currently implanted generator indicates that although the lead impedance was below the high impedance threshold of 7000 ohms on the date of surgery and even a few weeks after, the impedance was abnormally high and a lead abnormality was likely present at that time. Surgery to replace the lead and generator remains likely. No adverse events have been reported.

Event description:
Additional information was received indicating surgery to replace the patient's lead and generator has occurred. The explanted products were returned and are currently undergoing analysis. An implant card was received indicating the replacement reason was "lead discontinuity."

Event description:
Analysis of the explanted vns lead and generator has been completed. The electrode portion of the lead was not returned for analysis. A discontinuity was observed in the body region of one of the lead coils. Extensive pitting was noted at the site of the fracture. Abraded openings in the inner and outer tubing were observed near the site of the fracture that provided a leakage bath for body fluids. The generator performed to specifications and no anomalies were found. The generator stimulation had not been disabled as received.